Event description:
The customer complained of experiencing high blood glucose levels. The reported blood glucose reading at the time of the phone call was 317 mg/dl. Troubleshooting was performed, and the insulin pump initially failed the prime test. However, after changing the infusion set, the insulin pump passed the prime test. The insulin pump failed the high pressure test. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been complete.